Event description:
It was reported that in 2009, the patient called an ambulance after becoming nauseated. The patient died in spite of a resusitation attempt. Interrogation of the device revealed power on reset occurred the day before, and two lead impedances warnings on original date. Cause of death has been requested and not received. Follow up revealed there was no autopsy and the phyisician stated he doesn't know if the device had anything to do with the patient's death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. The ipg model number (d234vrc) is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Cause of death was requested but not received. Evaluation summary: no anomalies found; proximal segment returned and analyzed. A power on reset was confirmed at preliminary analysis. Attempts to repeat the por were unsuccessful. Examination of the device during separation of the major components revealed two points between the hybrid and an adjacent component that had apparently been penetrated by a probe or some instrument. No conclusive evidence was found associating these probe marks with the unexplained por event. Due to the inability in reproducing the por, a cause for the reset was not determined.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The ipg model number (d234vrc) is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary: no anomalies found; proximal segment returned and analyzed. Analysis of the ipg is in process; the results will be forwarded when available. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. Cause of death was requested but not received.

Event description:
It was reported that in 2009, the patient called an ambulance after becoming nauseated. The patient died in spite of a resusitation attempt. Interrogation of the device revealed power on reset occurred the day before, and two lead impedances warnings on original date. Cause of death has been requested and not received. Follow up revealed there was no autopsy, and the phyisician stated he doesn't know if the device had anything to do with the patient's death.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The ipg model number (d234vrc) is not approved for other text : trueisprint quattro secureimplantable tachy lead. It was reported that in 2009, the patient called an ambulance after becoming nauseated. The patient died in spite of a resusitation attempt. Interrogation of the device revealed power on reset occurred the day before, and two lead impedances warnings on original date. Cause of death has been requested and not received. Follow up revealed there was no autopsy and the phyisician stated he doesn't know if the device had anything to do with the patient's death. No conclusion can be drawn. Impedance, high.